Manufacturer narrative:
Kimberly-clark was initially alerted on april 2, 2019 however we received sufficient information to enable processing of the event on april 30, 2019. K-c has reached out to the reporter to request further consumer information including product information and situation details. A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer had a tampon fall apart upon removal leaving pieces inside. The information received stated this resulted in a ph change inside consumer's vagina resulting in an infection. Consumer had to use some diluted food grade water to flush for several days. She took high doses of oral oregano oil to heal the infection and rebalance natural ph.